Event description:
On (B)(6), 2022, the reporter of the lay user/patient contacted lifescan (lfs) (B)(6), alleging that the patient¿s onetouch select simple meter was reading inaccurately high compared to her feelings and/or normal readings. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The reporter alleged that the patient¿s meter started giving blood glucose levels above ¿250 mg/dl¿ postprandial in the past 15 days prior to the call with lfs. The patient manages her diabetes with oral medication (zoryl m2 15 mg/500mg - 1 tablet in the morning and evening, istamet 50 mg/1000 mg ¿ 1 tablet in the morning). The reporter claimed that on (B)(6), 2022, the patient¿s doctor prescribed additional oral medication based on the subject meter readings. The patient started taking an additional istamet tablet 50 mg/500 mg and a gluxit 10 mg tablet along with her usual evening medication. The reporter informed that the patient started feeling ¿dizziness¿ on (B)(6) 2022, at an unspecified time. The patient was taken to the hospital where a blood glucose reading of ¿89 mg/dl¿ was obtained on a hospital meter. The patient was treated by an hcp with some food and the reporter stated that the patient felt better after some time and returned home. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter and that the patient was following the correct testing procedure. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca noted that the patient did not have control solution at the time of the call to test the subject system. Replacement products were sent to the patient. This complaint is being reported because even though the reported symptom of ¿dizziness¿ does not meet lfs criteria for serious injury, the patient reportedly received hcp treatment in the hospital for a low blood glucose excursion after the patient increased her dose of diabetes medication based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.